Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from (B)(6) of bacterial peritonitis with culture positive for diptheroids in a patient coincident with extraneal viaflex and physioneal therapies for peritoneal dialysis (pd). The nurse reported that the bag of tubing was stuck to the drain bag and when the patient released it, the cap (pull tag) came off. On an unreported date, this issue occurred 4 times and the patient had used the fluid from the affected bag. On (B)(6) 2011, the patient experienced bacterial peritonitis. At the time of this report, the nurse reported that the patient was receiving an unspecified treatment. The outcome for the event of bacterial peritonitis with culture positive for diptheroids was not reported. Action taken with extraneal viaflex and physioneal product therapies were not reported. The nurse did not provide an assessment of causality for the event of bacterial peritonitis with culture positive for diptheroids and the relation with extraneal viaflex and physioneal product therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.